Event description:
It was reported that since the patient¿s last battery replacement, they have not had seizure control. Their seizures were reportedly above baseline levels on 6/3/2022. Their battery is currently low and needs replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Information was later received reporting that the patient had a prophylactic battery replacement. The explanted generator is not available for return to the manufacturer.

Event description:
The patient¿s surgeon later reported that the stimulator is still functioning, but the functionality is decreasing as the battery goes down. The patient¿s following physician also reported that they have had a decrease to their seizures with the vns device.